Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high rate atrial sensing at an average rate of 292 beats per minute (bpm). Boston scientific technical services (ts) informed that high rate atrial sensing can cause an increase in power consumption. The device had sam (signal artifact monitoring) patch installed that could increase the power consumption and consume even more in the presence of high rate atrial sensing. As of this time, the device remains in service. No adverse patient effects reported.